Event description:
A malfunction alarm, specifically alarm 30, was reported during the load process of the pump. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but a recurring cartridge alarm prevented resuming insulin therapy. As a corrective measure, technical support arranged for the pump to be replaced, confirming that it was under warranty. The customer was instructed to use multiple daily injections as a backup therapy. They were also guided on returning the problematic pump using a pre-paid label within ten days and acknowledged understanding of these instructions.